Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) the complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics. Sc-3138-25 (sn (B)(4)) the complaint was not verified. The lead passed all tests including visual/x-ray, impedance, diameter, and electrode pitch tests. Device exhibits normal device characteristics. Sc-4108 (ln 18565674) the complaint was confirmed. The reported high impedances are due to internal damaged housing of the or cable box. The portion of the housing where the screw gets attached is cracked. Review of the device history record didn¿t reveal any anomaly.

Event description:
A report was received that during postoperative reprogramming for a newly implanted patient, it was noted that all 16 contacts had high impedances. The physician decided to bring the patient back to the operating room where the integrity of the lead was tested and there were no issues. The leads were connected back to the ipg and high impedances were again noted. The physician replaced the ipg and patient is reportedly doing well.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that during postoperative reprogramming for a newly implanted patient, it was noted that all 16 contacts had high impedances. The physician decided to bring the patient back to the operating room where the integrity of the lead was tested and there were no issues. The leads were connected back to the ipg and high impedances were again noted. The physician replaced the ipg and patient is reportedly doing well.